Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Event description:
It was reported that the handle was hot while in use. No patient involvement was reported.

Event description:
It was reported that the handle was hot while in use. No patient involvement was reported.